Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The provided reaction monitor showed no reaction development, indicating no sample was pipetted. The specific cause of insufficient pipetting could not be identified based on the provided information. As calibration and qc were acceptable, a general issue with the instrument or with the reagent was excluded.

Event description:
The customer received questionable creatinine plus ver.2 and total protein results for one patient urine sample. The initial results were creatinine 0.01 mg/dl and total protein 1.8 mg/dl. These results were reported outside the laboratory. The physician did not believe the results and ordered the lab to repeat testing. The repeat results were creatinine 32.30 mg/dl and total protein 9.6 mg/dl. The patient was not adversely affected. The reagent lot numbers and expiration dates were requested, but were not provided.